Event description:
The customer stated that some initial cell-dyn ruby wbc results below 2.0 k/ul retest at a higher value. An initial wbc result of 0.862 k/ul retested at 6.12 k/ul (specimen ID (B)(6), patient ID (B)(6)). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service engineer (fse) confirmed the issue upon review of results printouts. The fse cleaned several valves and replaced several parts, which included the pump relay base board, accumulator 1, waste chamber 3, silicon tubing (s2), and the solenoid valve assembly. The instrument was running within specifications and results were generated with no issues. Complaint tracking and trending for list 08h67-01 was reviewed and no adverse trends were identified. The cell-dyn ruby system operator's manual provides troubleshooting instructions for imprecise or inaccurate data. Based on the event details and investigation, no product deficiency was identified with the cell-dyn ruby instrument. The issue was resolved after performing required instrument maintenance.